Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "defib fault 80," "defib fault 109," and "bridge test fail" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.